Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe stopper was not secure/deformed on the plunger. The following information was provided by the initial reporter, translated from portuguese: "plunger rubber adhered to the syringe wall, bending and impairing product graduation."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe stopper was not secure/deformed on the plunger. The following information was provided by the initial reporter, translated from portuguese: "plunger rubber adhered to the syringe wall, bending and impairing product graduation."